Event description:
Lap cole - "the surgeon grasped the gallbladder, and when she tried to release the trigger, it was not possible so she had to use a hook and another grasper to release the gallbladder." Pt status: ok.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.